Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the device alarmed insulin flow blocked. The customer stated it alarmed four times while attempting to deliver a bolus. The customer's blood glucose was between 180 mg/dl-200 mg/dl.